Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 08/27/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. A voltage test was performed and passed. A pairing test was performed and passed. Functional testing was performed and passed. A review of the bin file confirmed the reported event of loss of connection. The probable cause could not be determined. No additional event or patient information is available.